Event description:
Per provider: pilot valve is not shifting. Per independent repair center statement: key failure is pilot valve not shifting. Additional issues are tie wraps improper assy, hose clamp leaking and alarm will not function.